Manufacturer narrative:
The bipolar device was returned to sorin group USA for evaluation. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during an endoscopic vein harvesting procedure, the tip of the bipolar device broke off. The broken tip was recovered from the patient's leg. The device was changed out and the procedure was completed. There was no patient injury.